Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report. Issues are pain, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085526. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants date of implant (B)(6) 2012) reported unexplained systemic symptoms, which included but not limited to ¿extreme anxiety and depression, heart palpitations, shortness of breath, headaches, memory loss, joint pain, extreme muscle pain, dry eyes, chronic fatigue, dizzy and more¿. The patient also reported bilateral breast pain. It was also reported that the patient developed breast mass ( a lump on the side that is causing me the most pain). No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for one of the two implants.